Event description:
Related manufacturer reference number: 2017865-2021-30054. It was reported that the patient presented for a routine device exchange. During procedure, insulation breaches were observed on the atrial and right ventricular lead. The leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 19.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.